Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material not available. Accuracy testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the alinity I tsh reagent, ln 07p48, lot 93536ui00 , was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely decreased alinity I tsh results. The customer provided the following patient result data (uiu/ml): (B)(6). There was no adverse impact to patient management reported.